Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 03-may-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) placed in (B)(6)2013. As result of essure, plaintiff suffered from severe pelvic pain, migraine headaches, extreme menstrual changes, brain fog, and rashes. In (B)(6) 2014, she had to have a hysterectomy and, after surgery, it was found that one coil was underneath her bladder. As a result, she had to undergo another three surgeries in 2014. At (B)(6) years old, she now suffers from incontinence and requires surgery every four months. Follow-up received on 19-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that after undergoing a hysterectomy it was found that one coil was underneath her bladder (seen as device dislocation into abdominal cavity). Then, she had to undergo another three surgeries. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact date and mechanism of device dislocation into abdominal cavity were not known. Nevertheless, based on its nature and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, another serious event (incontinence, unlisted and unrelated) and non-serious events were reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was underneath her bladder / removal of other piece of essure along with a ton of scar tissue (it migrated under her bladder) /all of essure was not removed as it had migrated without their knowledge/migrated coil"), device breakage ("essure coil in the vesicovaginal space that was removed in piece-meal fashion."), incontinence ("incontinence") and genital haemorrhage ("bleeding") in a (B)(6) -year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3, miscarriage in (B)(6) 2013, kidney stones, kidney pain and tachycardia. Patient denied any complications that occurred at the time of her essure placement procedure. Previously administered products included for an unreported indication: yaz. Concurrent conditions included menorrhagia, urinary tract infection, post procedural bleeding, dyspareunia and hives. Concomitant products included famotidine and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), incontinence (seriousness criterion medically significant), migraine ("migraine headaches"), menstrual disorder ("extreme menstrual changes"), feeling abnormal ("brain fog"), rash ("rashes /random rashes"), headache ("headaches"), pruritus ("severe itching"), arthralgia ("joint pain"), swelling ("swelling"), bladder pain ("bladder pain"), cystitis interstitial ("interstitial cystitis"), genital haemorrhage (seriousness criterion medically significant), postoperative adhesion ("adhesions from surgery"), pollakiuria ("bladder frequency"), micturition urgency ("bladder urgency"), urinary incontinence ("bladder leakage"), allergy to metals ("allergic to nickel /nickel, since birth. Have had reactions to any nickel jewelry"), complication of device removal ("complications from her essure removal procedure"), procedural pain ("recovery pain during the hysterectomy.") And investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (underwent total vaginal hysterectomy in (B)(6) -2014.) And surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, migraine, menstrual disorder, feeling abnormal, rash, swelling, cystitis interstitial, postoperative adhesion, pollakiuria, micturition urgency, urinary incontinence, allergy to metals, complication of device removal and investigation noncompliance outcome was unknown, the incontinence and bladder pain had not resolved, the headache, pruritus, arthralgia and procedural pain was resolving and the genital haemorrhage had resolved. The reporter considered allergy to metals, arthralgia, bladder pain, complication of device removal, cystitis interstitial, device breakage, device dislocation, feeling abnormal, genital haemorrhage, headache, incontinence, investigation noncompliance, menstrual disorder, micturition urgency, migraine, pollakiuria, postoperative adhesion, procedural pain, pruritus, rash, swelling and urinary incontinence to be related to essure. The reporter commented: pfs - one essure was removed via vaginal hysterectomy on (B)(6) 2014, patient received medical treatment for interstitial cystitis, pelvic pain, adhesions from surgery. Current weight (B)(6) , approximate weight at the time of essure placement: (B)(6). Patient prescribed with norco (interstitial cystitis pain, pelvic pain, adhesion pain), hydroxyzine (bladder pain), belladonna opium suppositories (bladder spasm), albuterol inhaler (asthma), flovent inhaler (asthma attacks) from mr - 4 visible coils on right and 7 coils on left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) : report was negative x-ray - on an unknown date: no retained foreign body. Op note from the salpingectomy : neither essure device present in either tube. The tubes were both dissected after the procedure and no coils were found. (B)(6) 2013 : renal us : mild right-sided hydronephrosis and proximal hydroureter could be secondary to gravid uterus however given the patient¿s history and absent right-sided ureteric jet. Obstructing right ureteric calculus was also possible. Possible small non calculus was also possible. Possible small non obstructing right renal calculus. (B)(6) 2013 : pelvic and transvaginal ultrasound with doppler interrogation : possible fallopian tube hematoma as suspected clinically. No other significant pelvic abnormality identified. Uterus and ovaries appear normal otherwise. (B)(6) 2013 : renal/bladder ultrasound : nephrolithiasis. No hydronephrosis or acute abnormality was seen. (B)(6) 2014 : xr abdomen single : one essure device was seen in the midline, anterior to the rectum, in the region of the posterior wall of the bladder. There is an additional linear metallic density that projects over the left pedicles of l3 and l4, about 1 cm anterior to the spine on the lateral view. This might represent an additional essure device. (B)(6) 2014 : CT abdomen/ pelvic : c shaped abnormal metallic foreign body identified in the mid pelvis, just superior to the bladder of uncertain etiology. Small hematoma in the deep pelvis status post surgery/ hysterectomy. Small bilateral pleural effusions. 4 cm left ovarian cyst. (B)(6) 2014 : no evidence of bladder leak. (B)(6) 2014 : abdominal xr : retained single essure device in the pelvis. (B)(6) 2014: anatomical pathology report : gross description: specimen a was ¿left fallopian tube¿ and consists of multiple irregular pieces of pink tan firm rubbery tissue measuring 2.5 x 1 x 0.8 cm in greatest dimension which was sectioned. Specimen b was ¿right falläpian tube¿ and consists of a 2.5 x 1.0 x 0.9 cm segment of fallopian tube within delicate fimbria that is sectioned and totally submitted. (B)(6) 2014: x-ray abdomen 2- way : one essure device definitively identified in mid pelvis, likely near or within posterior wall of bladder. Second linear density, possibly a second essure device, anterior to l3-l4. Correlation with intraoperative findings was suggested. (B)(6) 2014 : urine pregnancy test : negative. (B)(6) 2014 : surgical pathology report : final diagnosis: right mesovarium, excision-segment of fallopian tube with reactive changes and essure coil, retrieval-medical device with associated fibromuscular tissue with surrounding acute and chronic inflammation and reactive stromal changes and endosalpingiosis. Gross description: the specimen was received in formalin labeled ¿essure coil¿ and consists of 2 portions of coiled metal, 0.25 cm in diameter. One measures 0.9 cm and the other 3.5 cm in length. Two other portions of coiled metal are also in the container measuring 0.9 x 0.05 cm and 2.2 x 0.05 cm. The longer portion was surrounded by tan-brown soft tissue. The soft tissue is removed from the coil and submitted in its entirety as (b1). (B)(6) 2014 : CT of the abdomen and pelvis without and with contrast : 3 mm non obstructing calculus lower pole right kidney. (B)(6) 2015 : urine pregnancy test : negative . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events- headaches, severe itching, joint pain, swelling, bladder pain, interstitial cystitis, bleeding, adhesions from surgery, bladder frequency, bladder urgency, bladder leakage, complications from her essure removal procedure, allergic to nickel /nickel, since birth. Have had reactions to any nickel jewelry, recovery pain during the hysterectomy. She did not undergo essure confirmation test, reporter, historical condition added from pfsfrom mr- event "essure coil in the vesicovaginal space that was removed in piece-meal fashion ", historical condition, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil was underneath her bladder / removal of other piece of essure along with a ton of scar tissue (it migrated under her bladder) /all of essure was not removed as it had migrated without their knowledge/migrated coil"), device breakage ("essure coil in the vesicovaginal space that was removed in piece-meal fashion.") And genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage in (B)(6) 2013, kidney stones, kidney pain, tachycardia and constipation. Patient denied any complications that occurred at the time of her essure placement procedure. Previously administered products included for an unreported indication: yaz. Concurrent conditions included menorrhagia, urinary tract infection, post procedural bleeding, dyspareunia, hives, uterine bleeding, anaphylaxis, endometritis, bladder laceration, dysmenorrhea, hemostasis and fibroids. Concomitant products included famotidine and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), migraine ("migraine headaches"), menstrual disorder ("extreme menstrual changes"), feeling abnormal ("brain fog"), rash ("rashes /random rashes"), headache ("headaches"), pruritus ("severe itching"), arthralgia ("joint pain"), swelling ("swelling"), bladder pain ("bladder pain"), postoperative adhesion ("adhesions from surgery"), pollakiuria ("bladder frequency"), micturition urgency ("bladder urgency"), urinary incontinence ("bladder leakage"), allergy to metals ("allergic to nickel /nickel, since birth. Have had reactions to any nickel jewelry"), complication of device removal ("complications from her essure removal procedure"), procedural pain ("recovery pain during the hysterectomy.") And investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (underwent total vaginal hysterectomy in (B)(6) 2014.) And surgery (underwent laparoscopic bilateral salpingectomy(B)(6) 2014)& lysis of pelvic adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, migraine, menstrual disorder, feeling abnormal, rash, swelling, cystitis interstitial, postoperative adhesion, pollakiuria, micturition urgency, urinary incontinence, allergy to metals, complication of device removal and investigation noncompliance outcome was unknown, the genital haemorrhage had resolved, the incontinence and bladder pain had not resolved and the headache, pruritus, arthralgia and procedural pain was resolving. The reporter considered allergy to metals, arthralgia, bladder pain, complication of device removal, cystitis interstitial, device breakage, device dislocation, feeling abnormal, genital haemorrhage, headache, incontinence, investigation noncompliance, menstrual disorder, micturition urgency, migraine, pollakiuria, postoperative adhesion, procedural pain, pruritus, rash, swelling and urinary incontinence to be related to essure. The reporter commented: pfs - one essure was removed via vaginal hysterectomy on (B)(6) 2014, patient received medical treatment for interstitial cystitis, pelvic pain, adhesions from surgery. Current weight 160. Approximate weight at the time of essure placement: 140. B)(6)2014-performed laparoscopic removal of essure device, lysis of adhesions. Patient prescribed with norco (interstitial cystitis pain, pelvic pain, adhesion pain), hydroxyzine (bladder pain), belladonna opium suppositories (bladder spasm), albuterol inhaler (asthma), flovent inhaler (asthama attacks) from mr - 4 visible coils on right and 7 coils on left. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: report was negative. X-ray - on an unknown date: no retained foreign body. Op note from the salpingectomy : neither essure device present in either tube. The tubes were both dissected after the procedure and no coils were found. (B)(6) 2013 : renal us : mild right-sided hydronephrosis and proximal hydroureter could be secondary to gravid uterus however given the patient¿s history and absent absent right-sided ureteric jet. Obstructing right ureteric calculus was also possible. Possible small non calculus was also possible. Possible small non obstructing right renal calculus. (B)(6) 2013 : pelvic and transvaginal ultrasound with doppler interrogation : possible fallopian tube hematoma as suspected clinically. No other significant pelvic abnormality identified. Uterus and ovaries appear normal otherwise. (B)(6) 2013 : renal/bladder ultrasound : nephrolithiasis. No hydronephrosis or acute abnormality was seen. (B)(6) 2014 : xr abdomen single : one essure device was seen in the midline, anterior to the rectum, in the region of the posterior wall of the bladder. There is an additional linear metallic density that projects over the left pedicles of l3 and l4, about 1 cm anterior to the spine on the lateral view. This might represent an additional essure device. (B)(6) 2014 : CT abdomen/ pelvic : c shaped abnormal metallic foreign body identified in the mid pelvis, just superior to the bladder of uncertain etiology. Small hematoma in the deep pelvis status post surgery/ hysterectomy. Small bilateral pleural effusions. 4 cm left ovarian cyst. (B)(6) 2014 : no evidence of bladder leak. (B)(6) 2014 : abdominal xr : retained single essure device in the pelvis. (B)(6) 2014: anatomical pathology report : gross description: specimen a was ¿left fallopian tube¿ and consists of multiple irregular pieces of pink tan firm rubbery tissue measuring 2.5 x 1 x 0.8 cm in greatest dimension which was sectioned. Specimen b was ¿right falläpian tube¿ and consists of a 2.5 x 1.0 x 0.9 cm segment of fallopian tube within delicate fimbria that is sectioned and totally submitted. (B)(6) 2014: x-ray abdomen 2- way : one essure device definitively identified in mid pelvis, likely near or within posterior wall of bladder. Second linear density, possibly a second essure device, anterior to l3-l4. Correlation with intraoperative findings was suggested. (B)(6) 2014 : urine pregnancy test : negative. (B)(6) 2014 : surgical pathology report : final diagnosis: right mesovarium, excision-segment of fallopian tube with reactive changes and essure coil, retrieval-medical device with associated fibromuscular tissue with surrounding acute and chronic inflammation and reactive stromal changes and endosalpingiosis. Gross description: the specimen was received in formalin labeled ¿essure coil¿ and consists of 2 portions of coiled metal, 0.25 cm in diameter. One measures 0.9 cm and the other 3.5 cm in length. Two other portions of coiled metal are also in the container measuring 0.9 x 0.05 cm and 2.2 x 0.05 cm. The longer portion was surrounded by tan-brown soft tissue. The soft tissue is removed from the coil and submitted in its entirety as (b1). (B)(6) 2014 : CT of the abdomen and pelvis without and with contrast : 3 mm non obstructing calculus lower pole right kidney. (B)(6) 2015 : urine pregnancy test : negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.